Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to intermittently draw power with cable bending at the ch connector. Uspo2 cables are fully potted and cannot be opened for internal inspection without damaging the module. X-ray inspection was performed which indicated a wire break identified inside ch connector. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported experiencing intermittent power with the device. No consequences or impact to patient were reported.